Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument broke at the end. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's snake wrist cables were broken. The conductor wire was not damaged. The instrument was placed on an in-house system and it passed the self check test. There was lot of debri at the knife slot. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken snake wrist cables found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.